Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
The guidewire was adhered to the catheter. The target lesion was located in the venous thrombosis of the lower extremity, a zelantedvt clothunter was used for thrombectomy procedure. During the procedure, it was found that the catheter could not be moved and the non-bsc guidewire was adhered to the catheter. The catheter and the guidewire was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
The guidewire was adhered to the catheter. The target lesion was located in the venous thrombosis of the lower extremity, a zelantedvt clothunter was used for thrombectomy procedure. During the procedure, it was found that the catheter could not be moved and the non-bsc guidewire was adhered to the catheter. The catheter and the guidewire was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was furhter reported that the non-bsc guidewire and the zelantedvt clothunter was removed together from the patient.

Manufacturer narrative:
(B)(6). Character limit for designated field.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field. Device evaluated by MFR: the device was returned for analysis. Visual inspection of the returned device revealed that an unknown guidewire was stuck inside the catheter, but no other abnormalities were initially observed. The device was flushed with deionized water to assist in removal of the guidewire. With flushing, the wire was able to be removed from the back of the shaft without significant resistance. Upon removal of the guidewire, it was observed that the lumen of the hemostatic guidewire valve was damaged with an accordioning pattern of kinks. A guidewire insertion test was performed, and the device was able to pass into the catheter from both ends only until the lumen damage, and at this damage the guidewire could not proceed. The damage to the lumen was examined microscopically but was not clearly visible through the partially translucent housing of the valve. No other issues were detected.

Event description:
The guidewire was adhered to the catheter. The target lesion was located in the venous thrombosis of the lower extremity, a zelantedvt clothunter was used for thrombectomy procedure. During the procedure, it was found that the catheter could not be moved and the non-bsc guidewire was adhered to the catheter. The catheter and the guidewire was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the non-bsc guidewire and the zelantedvt clothunter was removed together from the patient.